Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right hip. It was reported that on insertion of the shell, the inserter would not let go of the implant. The wheel of the inserter was seized and would not turn without bending metal. Surgeon removed the construct, was able to remove the shell, put the shell back on more loosely, reimplanted the shell, and the inserter again would not let go of the implant. Surgeon decided to use excessive force in order to remove the inserter. There was a surgical delay of approximately 20 minutes.

Manufacturer narrative:
During the investigation process, the specific catalog number was identified on return of the device. A complaint history review for this product family confirmed there have been no previous serious injuries associated with the reported event. Additionally, the review of the risk documentation for the device family confirmed that potential for harm associated with this event is remote. Based on the additional information provided, this event does not meet reporting criteria.

Event description:
Primary procedure, right hip. It was reported that on insertion of the shell, the inserter would not let go of the implant. The wheel of the inserter was seized and would not turn without bending metal. Surgeon removed the construct, was able to remove the shell, put the shell back on more loosely, reimplanted the shell, and the inserter again would not let go of the implant. Surgeon decided to use excessive force in order to remove the inserter. There was a surgical delay of approximately 20 minutes.